Event description:
A lab to device correlation was performed. No patients were treated based on the results. Controls were in range. Lab resuit was 320mg/dl, device result was 404mg/dl. Lab result was 292mg/dl, device result was 395. Lab result was 118mg/dl, device result was 164mg/dl. A request was made for the return of the suspect device. Customer wanted to speak with field personnel before deciding to send product back.